Event description:
It was reported that the atrial channel of the pacemaker exhibited electromagnetic interference (emi) oversensing resulting in inappropriate automatic mode switch (ams). No changes or interventions were reported; the pacemaker will continue to be monitored. There were no patient consequences.